Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that "the top of this lead is disconnected from the heart and the patient is having shortness of breath." A lead revision is planned for the future.